Event description:
While this cna and another were transferring a resident in the hoyer, it "let go and tilted tothe side". During investigation, bumping the leg of the hoyer caused it to close; therefore the enitr unit was replaced. This cna suffered a contusion/sprain of the right foot/ankle which has been treated. She has been released and returned to work. The resident was uninjureddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.device serviced in accordance with service schedule. Date last serviced: . Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: material degradation/deterioration, other. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, user education provided, inserviced by other facility staff. The device was destroyed/disposed of.